Event description:
(B)(6) clinical study it was reported that following a percutaneous coronary intervention, the patient experienced chest pain. The 4.0x10mmmm, 80% stenosed target lesion was located in the right coronary artery (rca). The lesion was pre-dilated and stented with a 4.0x12mm taxus perseus stent resulting in 0% residual stenosis. No patient complications were reported and patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, patient was hospitalized due to chest pain. Angiography without the need for revascularization was performed. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).